Event description:
It was reported that due to an extraordinary femoral bow, the retrograde/antegrade femoral nail penetrated the anterior cortex in the proximal femur when inserted retrograde. The butterfly fragment of the anterior coretex required extended incision in order to reduce fracture and pass cable. The nail was removed, contoured with bending press, and reinserted. Extended operative time due to device related reasons was reported to be 90 minutes. Procedure was successfully completed with no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Additional classification code: hwc. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. No complaint related issues. (B)(4). Placeholder.